Event description:
The patient was implanted with a left ventricular assist device (lvad). The cardiologist reported that the patient has an ongoing current history of gi bleeds and subxiphoid infection. The patient's international normalized ratio (inr) was 1.7. The patient experienced an episode of dysphagia and "clumsy" hands which progressed to facial drooping and was admitted to the emergency room (ER). A CT scan showed multiple strokes (old and new). It was reportedly not until the next day when the cardiologist saw the patient that a pump stop/ clock reset flag was noticed in the historical log file data. Analysis of the log file data by the MFR's technical services revealed less than 10 hours of data recorded prior to the system controller reset flag due to a red heart condition (pump stop). Prior to the pump stop, the system controller had captured a low speed advisory, a low speed hazard as well as power cable disconnect alarm. No further adverse events were seen in the log file.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Although a loss of power to the system was confirmed based on the manufacturer's analysis of the historical log file downloaded from the patient's system controller at the time of the event, a specific cause for the power loss and the sequence of events that contributed to the interruption in power could not be determined. Subsequent events captured in the log file showed that once power to the system controller was restored, the pump returned to the expected operating parameters. Based on the information available, and due to the device not being available for evaluation, a correlation between the lvad and the reported event could not conclusively be determined. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient continued on lvad support, with no further related issues reported, until approximately 11 months later when the hospital reported through device tracking that the patient had expired. Cause of death was reported as pancreatitis. No autopsy was performed and the lvad was not explanted.